Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (delivered pulse below lower limit) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u727 and u728 components on the distribution node pca. A root cause investigation into similar failures determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had delivered a low-energy pulse during testing.